Event description:
It was reported that the patient's electrocardiogram showed a pause but did not call it a pause. The implantable cardiac monitor (icm) didn't detect due to diminishing r-waves. The device was removed and the patient was upgraded to a implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.